Event description:
It was reported that a pump malfunction occurred, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to reach out if the malfunction reappeared.